Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous right coronary artery. Pre-dilatation was performed with a 2.5 mm balloon and the 3.0x23 mm xience alpine stent was implanted. Post dilatation was performed with a 3.0 mm non-compliant balloon and a proximal edge dissection was noted. A 3.0x8 mm xience alpine stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.